Manufacturer narrative:
One device returned for evaluation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The reported complaint of particulate matter cannot be replicated or confirmed as evaluation of the returned set did not confirm the presence of black specks.

Event description:
An event occurred on an unspecified date involving the product secondary set, secure lock, 34 inch reporting that there were black specks in the drip chambers. There was no reported patient involvement or harm.